Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address tibial and femoral loosening. There was also significant bone resorption from cement breakdown. The surgeon is concerned about the cement.